Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose reading was 453 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer's mother advised the act button was unresponsive. Customer needed to remove the child block feature which was active. Customer's mother was assisted with removing the feature and the battery was replaced. Customer advised all buttons functioned properly.